Event description:
New information was received indicating that the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The device was received for evaluation in backup vvi (bvvi) mode. Device image analysis indicated that there was a decrease in battery voltage and increase in current due to the programmed field settings. The field settings caused the battery voltage to drop and reach elective replacement indicator (eri) level. The product code was reloaded to recover the device from bvvi. When the device was set to nominal settings, the battery voltage was above eri. Temperature cycle and vibration testing were performed and indicated that device exhibited normal device characteristics. Device outputs and pacing rate tests were performed, which found to be normal and within the specification. Battery assessment was performed and revealed that the battery voltage was still in the range of normal operation. The device was implanted for 3.85 years, which exceeded the projected longevity based on field settings, and is considered normal battery depletion. The backup condition is consistent with electrocautery exposure at explant; however, there were no visual indications to confirm this on the device.

Event description:
During another follow-up appointment, the device displayed a false elective replacement indicator (eri). All of the electrical measurements of the device were correct and in range. The device was reprogrammed and the patient was stable. An explant procedure is anticipated.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, the device displayed a false elective replacement indicator (eri). All of the electrical measurements of the device were correct and in range. The device was reprogrammed and the patient was stable and will continue to be monitored.